Manufacturer narrative:
(B)(4). Ep-108525- e-poly liner- 181790, 010001032- cocr fem hd- 3147102, x12-171313- integral/x por red- 299620, 31-109200- par-5 flange prov sz short lt- 307940, 109206- par-5 flange sz short neutral- 299720, 31-323230-rnglc+ acet drl bit- 784290, 103532- ti low profile screw- 678040, 31-323220-rnglc+ acet drl bit- 031580, 103531- ti low profile screw- 558060, 103531- ti low profile screw- 633300. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05112, 0001825034 -2019 -05113, 0001825034 -2019 -05115. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that patient underwent a left hip revision approximately 12 year post implantation due to pain, loosening and migration of the cup component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. Root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.